Event description:
A customer reported that while reviewing stored doppler spectra and performing automatic cardiac calculations the resulting value of the velocity time integral used in assessing aortic valve stenosis, appeared to be inaccurate.